Event description:
The customer reported being only able to acquire lead 2 of the 12-lead ECG signal.

Manufacturer narrative:
The customer reported being only able to acquire lead 2 of the 12-lead ECG signal. The customer localized the issue to a failed lead set. The lead set was replaced. We are considering that this was a malfunction of the leads set based on the customer report.